Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure two in.pact av access were used to treat the right arm anastomosis. Approximately 9 months post procedure patient suffered arteriovenous fistula abandonment due to steal syndrome. Pv study shows patient has steal syndrome due to right brachiocephalic fistula. Options discussed included drill procedure vs peritoneal dialysis vs being catheter dependent with fistula ligation. Patient elected to undergo ligation of fistula. Patient recovered.